Event description:
The device was connected to a pt described as in full arrest. An attempt was made to pace the pt as a last ditch effort at resuscitation. Reportedly the device displayed pacing leads. The pt was not resuscitated. The reporter stated that the pt outcome was not affected by the report, since the pt was not a viable candidate for resuscitation.